Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection at the pocket site. The patient was given oral antibiotics, but was not admitted to the hospital and no other medical intervention was required. There have been no further reports of complications.